Event description:
Electrograms (egm) showed oversensing of the atrial lead, others showed noise of the atrial lead and emi correlated with the activities atrial lead was manufactured by st jude. Clinical event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).